Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak); conclusions: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and little calcification. The final angiogram revealed a type iii endoleak and a type IV endoleak. The type iii endoleak was at the contralateral overlap junction. The physician modeled the type iii endoleak with a reliant balloon and the endoleak lessened but it was still present. The physician modeled the endoleak again and decided not to do another contrast run. The decision was made to monitor the patient at this time. It was reported there was a type 1b endoleak and stenosis on the imaging that was done at the six month follow-up which were left uncorrected. Additional information was received recently that the ultra sound imaging done at the six month follow-up showed the aneurysm was 51 mm in diameter and there was an endoleak, type undetermined (small endoleak on the ipsilateral right iliac limb). No action was taken and the endoleak was left uncorrected. This did not result in a new clinical event. No additional clinical sequelae were reported.